Event description:
This per relates to the restoration conical revision, during which a problem with the mcreynolds distal stem adapter occurred. For the actual revision, no information was provided, but has been requested.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.